Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that the screen was blank. They found an internal wiring harness disconnected. They reattached the disconnected wiring harness, charged the unit and tested it. The device passed the video image test; the monitor is functioning properly. The product was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was a blank screen when blades were attached; the problem was narrowed to the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.